Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit a letter was found which was written from a different physician a year ago which noted right atrial exit block . At a later follow-up, there was either a questionable right atrial lead threshold at normal value or atrial fibrillation. A CT scan was found from (B)(6), which was reviewed and noted the lead was still in its original position. The notes noted that the patient would continue to be monitored via follow-ups and when the ICD reached normal end of life, the right atrial lead would be also be changed. During the current visit on (B)(6) 2016, the right atrial lead exhibited exit block but had stable impedances and sensing values.